Event description:
After 18 months of implantation, this ICD was explanted because during an interrogation, the message "overload" was displayed and the ICD was not delivering therapy. In addition, it was reported that there was a low impedance condition on the defibrillation lead. In the case, the "overload" indicator and the withholding of therapy are normal device functions.